Event description:
User received discrepant ckmb results for multiple patient samples compared to results run on a cobas e601 analyzer at the site. Patient samples were run during the performance of correlations study. Sample type is plasma drawn in bd 13x75 heparinized gel sample tubes. Samples were initially run on the cobas e601 and repeated on this analyzer (e2010). Only the following patient sample was provided which was discrepant. Initial result gave 4.2 ng/ml; repeat gave 0.8 ng/ml. Results from the cobas e601 were reported. Corrected reports were not issued as the customer believed the results from the cobas e601 analyzer to be correct. Ckmb reagent lot number 15652801 the field service representative was unable to find a cause. He changed syringe seals, installed new pinch tubing, mixing belt and adjusted s/r probe. Diagnostic and performance check tests were performed, and customer ran controls with all results acceptable.